Event description:
The device was returned to the manufacturer after being used as a loaner. It was analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis done during servicing of the device found that the interconnect flex was contaminated and was intermittently operating. Further analysis was then performed on the interconnect flex. This analysis could not confirm the failures found during servicing, no defect found.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the interconnect flex was contaminated and was intermittently operating. (B)(4).